Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced the infusion set adhesive issue on (B)(6) 2026. It was stated that the tape was not sticking. No further information available.